Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.0.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had partially retracted at initial activation and the pods pink slide had failed to move forward.

Manufacturer narrative:
The returned device was evaluated and the pod was received undeployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The pod data showed that the pod ran 0 pulses and was in pod state 2, indicating that the device was in filled state after shorting the fill sensor springs. No damages or deficiencies were observed that would prevent the pod from completing activation and deploying as intended. The cannula could not have retracted as reported as the cannula was not deployed.